Event description:
It was reported that on august 5th during an 3dimensions procedure the c-arm started spinning on its own and gave a 32:20 error. A field engineer was dispatched and determined the c-arm switch banks needed to be replaced. Both switches were replaced and the system passed all tests and meets manufacturers specifications. No patient injury reported. No other information is available.